Event description:
It was reported that pump displayed malfunction alarm related to momentary power loss to vibrator motor with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, with no additional information provided regarding further outcome.